Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in canada notified biomérieux of obtaining a misidentification of actinomyces spp as corynebacterium auris in association with the vitek® ms (ref (B)(4), serial (B)(4)). The customer reported that the vitek® ms obtained a result of corynebacterium auris. The isolate was sent to a reference laboratory where it was identified as actinomyces spp. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux that they obtained a misidentification of actinomyces spp as corynebacterium auris in association with their vitek® ms instrument (ref. 410895/serial# (B)(6)). Vitek ms result: lab ID (B)(6). - 1 x single choice to corynebacterium auris - 2 x no identification investigation fine tuning: status good at the time of acquisition. According to the vilink alert tool criteria, fine tuning status was at the limit during the tests made between 04 and 05 jun 2021. However, the fine tuning indicators acceptance criteria could be affected by the non-optimal fine tuning made prior to the misidentification and to the quality of the calibrator spot preparation. Good fine tuning and calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. Knowledge base (kb) review: based on the information provided, the expected identification has been defined as actinomyces spp which is not present in vitek ms kb v3.2. Although kb v3.2 does not include every actinomyces species, it does contain several of them (a. Bovis, a. Denticolens, a. Europaeus, a. Gerencseriae, a. Graevenitzii, a. Israelii, a. Meyeri, a. Naeslundii, a. Neuii, a. Odontolyticus, a. Oris/vicsosus, a. Radingae, a. Turicensis, a. Urogenitalis). Spot preparation: the customer¿s spot preparation was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Sample data analysis: according to data provided, the misidentification result was obtained from the spectra having the lower number of peaks (39). Moreover, the misidentification was obtained with a low identification score (-0.37) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ in the case of no identification results, customer has to follow the process described in the vitek workflow user manual 4501-2233 - f : ¿repeat the acquisition for the same deposit. If the message is displayed again, redo the deposit and then the acquisition. If the message is displayed again, repeat the identification using another method (such as vitek® 2, api strip, other biochemical or molecular methods).¿ conclusion. The cause of the customer¿s issue is a combination of a known system limitation regarding spectra for species not included in the vitek® ms knowledge base (v3.2 and v3.3) along with non-optimal spot preparation. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation. Lastly, service suggested the customer perform a new fine tuning that ensures all of the mandatory acceptance criteria are met.